Event description:
Patient reported a left side exchange due to concerns with the product. Patient later also reported that they have been experiencing breathing issues and are concerned that there could be silicone in their lungs and they have gotten diagnosed with cancer which is not device related. Healthcare professional later reported a left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.